Event description:
It was reported that foley catheter balloon would not inflate or deflate appropriately. Upon insertion of foley urine was returned, balloon was then attempted to be inflated, balloon only accepted 4 cc of fluid before it would not inflate any further. Attempt then made to retract fluid from balloon and it would not come back out. We were able to manipulate the balloon repeatedly until most the fluid was removed from the balloon so we could then remove the catheter. Catheter placed in red biohazard bag and given to clinical manager.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone foley catheter with sample port connector. Using in house syringe the catheter was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Encountered resistance but was able to inflate balloon properly. Deflated balloon within 4 mins 41 mins using in house syringe. No root cause could be found because the reported event was unconfirmed. The DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon would not inflate or deflate appropriately. Upon insertion of foley urine was returned, balloon was then attempted to be inflated, balloon only accepted 4 cc of fluid before it would not inflate any further. Attempt then made to retract fluid from balloon and it would not come back out. We were able to manipulate the balloon repeatedly until most the fluid was removed from the balloon so we could then remove the catheter. Catheter placed in red biohazard bag and given to clinical manager.